Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. An assessment of the data that was provided only showed the negative repeat run, positive run data was requested but not provided. Without the positive run data it was not possible to determine if the sample was at limit of detection (lod) and or CAPA related. Although a batch trend was identified, a review of the related cases does not indicate a system reagent issue. No related internal non-conformances identified. No related changes identified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged false positive test results for a patient using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). The customer reported that they received sars-cov2 positive, influenza a negative, influenza b negative test results for a patient generated on the cobas liat system (s/n (B)(4)).the same patient sample was retested twice on two different cobas lait analyzers(s/n (B)(4)) that generated negative results for all three targets. The negative results were reported to the doctor and the patient. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed.